Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a suspected infection at the battery site. The patient was prescribed with antibiotics.

Manufacturer narrative:
Additional information was received that the symptom of infection was swelling at the battery incision and the cause was unknown. It was noted that swelling had gone down and pain had subsided. There will be no further course of action to be taken.

Event description:
A report was received that the patient had a suspected infection at the battery site. The patient was prescribed with antibiotics.